Manufacturer narrative:
Belmont engineering reviewed the clinilogger data from the unit during the time of the event. It was found the set point for the water out was 38.5°c, and the device's water temperature was consistent 38.5°c ± 0.5. The cited device was evaluated by belmont engineering. No temperature or temperature control issues were noted. The device was put through a system test and passed with no issues. The device history was reviewed, and no similar issues were identified. No images of the reported potential injury were available. There was no evidence to suggest any injury was caused by excessive water temperature outside of the device specification. Additional information was provided that the incident was likely not a burn, the patient had very sensitive skin. No device malfunction could be verified and the root cause could not be determined. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident was returned to belmont for investigation on jan 21, 2025. It was reported that there was patient injury while being treated with allon, but there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. Additionally, the user facility confirmed on feb 5th that the incident was not a burn, but patient had very sensitive skin. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin burn. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont reviewed clinilogger data and could not verify any malfucntions. We are still investigating the device involved in this incident. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
An email from user facility had following details: "I was alerted yesterday morning of a potential injury that occurred in relation to the usage of the device we had trialed. Are you aware of any issues with this device that could be related to pressure injuries, burns, etc.? I immediately called (B)(4) to gain additional information on the incident and (B)(4) shared he was unable to provide additional information at this time and he "needs to check with his or leadership team" before divulging additional details. (B)(4) said he would stay in touch with me as soon as he receives approval to share additional information (procedure date, injury details, etc.).